Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and battery charge is not lasting. The patient underwent an ipg replacement procedure and is doing well postoperatively. The explanted device was not returned due to facility policy.

Manufacturer narrative:
Sc-1232 (sn:(B)(6)). Investigation results: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently as it would not last as long. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago to the date the manufacturer became aware.